Event description:
It was reported that the trek was inflated one time at 8 atmospheres for three seconds over a non-abbott ffr (fractional flow rate) guide wire without issue for predilatation in the left anterior descending coronary artery (lad). Air was noticed in the balloon and unsuccessful attempts were made to deflate the trek. Various maneuvers to try and deflate the balloon were unsuccessful. The trek was removed with resistance when it entered the guide catheter while inflated. Not much force was required to remove the trek from the lad. There was st depression with chest pain during the two minutes that the balloon was in the vessel. Twenty five mg fentanyl was administered for the chest pain. The chest pain and st depression resolved after removal of the trek from the anatomy. After removal, the balloon remained fully inflated with visible contrast and a large air bubble. There was a shaft separation at the junction of the proximal and distal shaft. This shaft separation occurred in the guiding catheter during removal of the trek. There were no adverse patient sequela.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.